Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Follow up information received from the patient reported that they had contacted their managing physician for the issue. An appointment was suggested, but the patient had not made one yet. The patient stated that the uncomfortable stimulation/ abdominal pain started after a colonoscopy. They also mentioned that they had changed programs ¿a while before I think¿. The patient changed programs again they were still experiencing the issue so they kept it low (¿lowered strength¿). It was not helping with their incontinence and was not entirely effective at the low level. They reported that the uncomfortable stimulation was not entirely resolved. There were no further complications reported or anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from the consumer regarding a patient with an implantable neurostimulator (ins) for fecal incontinence and gastrointestinal/pelvic floor. It was reported that the patient had uncomfortable stimulation and lower abdominal pain since (B)(6) 2019. The patient stated that they had a ¿cebo¿ test and it came back positive for a bacterial growth. They thought that this was the cause of their abdominal pain but they took oral antibiotics and still had the pain. It was noted that when they turned the stimulation off to go through security, they did not have the pain. When the patient turned it back on after a week, they started to feel the pain again. Their current setting was program 3 at 4.6. Using the programmer, it was determined that the therapy was on. Decreasing the amplitude did not eliminate the uncomfortable stimulation. Turning the stimulation off did stop the sensation. The patient changed to program 4 today and was not feeling the abdominal pain. They could feel the stimulation but noted that it was at a low setting. The patient was going to monitor their symptoms after this change and was going to follow up with their healthcare professional (hcp) as needed. Troubleshooting resolved the reported issue. There were no further complications reported or anticipated.